Manufacturer narrative:
Batch review performed on 08 april 2019: resurfacing patella instrument set ref (B)(4), lot 188366: (B)(4) items manufactured and released on 26-oct-2018. Expiration date 2022-06-05. No anomalies found related to the issue. To date, (B)(4) items of this lot have already been sold, with another similar event registered (complaint (B)(4)). As regards the mat25760, this is the 6th case of breakage of the involved part of the instrument (spikes), the complaints in object are (complaint (B)(4)). Visual inspection performed by r&d (B)(4): the visual inspection confirmed what reported into the complaint form; 3 out of 4 spikes are broken. The instrument damage could have been reasonably caused by improper use, such as trying to remove the patella clamp before to have completely disengaged the base with spikes from the bone.

Event description:
After the cementation, the surgeon removed the patella clamp and discovered 3 out of 4 spikes of the base insert for the patella clamp were broken. The surgeon was able to retrieve the broken spikes from the patient body.